Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the dual lumen PICC. The customer reports "the PICC line broke."

Manufacturer narrative:
A sample was returned for evaluation. An investigation is currently underway upon completion the results will be forwarded.